Manufacturer narrative:
H.6. Investigation summary: twenty sealed 32g x 4mm pen needle samples were returned from lot. No. 8282614, cat. No. 320566. Visual examination was carried out on all twenty samples and no issues were observed. A clog test was also carried out on the twenty sealed samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see section h.10.

Event description:
It was reported that leakage occurred during use with a pen ndl 32g 4mm pro 100 box ap. The following information was provided by the initial reporter, "the customer complains that the needle tip is blunt compare to cat# 320477 and after injection, insulin dose leaked from the skin and the needle tip. The patient is well aware of injection technique. Compared to cat#320477, it is more painful and leakage was severe. 50 occurrences were reported, but the date/time were not given.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a pen ndl 32g 4mm pro 100 box ap. The following information was provided by the initial reporter, "the customer complains that the needle tip is blunt compare to cat# 320477 and after injection, insulin dose leaked from the skin and the needle tip. The patient is well aware of injection technique. Compared to cat# 320477, it is more painful and leakage was severe. 50 occurrences were reported, but the date/time were not given.